Event description:
It was reported that the patient presented with l4-5 and l5-s1 degenerative disk disease with discogenic instability, facet arthropathy and severe axial back pain. The patient underwent a 360 fusion at l4-s1 using rhbmp-2/acs, peek cage, bilateral pedicle screws and peek rods. Bmp was placed within the cage, in the anterior disc space, and in the bilateral gutters. No complications were noted. At 277 days post-op, the patient presented with lumbar radiculitis. A CT scan was interpreted as follows: 'the vertebrae are normally aligned without subluxations. The inferior posterior cortex of the l5 vertebral body to the left midline shows focal bulging posteriorly into the canal with lucency under the cortex. This is seen at the posterior margin of the tract for the graft. The thecal sac at this level is difficult to delineate. There may be some encroachment upon the sac or the left sided nerve root. There is spondylosis bilaterally as well hypertrophic changes in the facets bilaterally which appear to produce bilateral neural foraminal and lateral recess narrowing bilaterally at l5-s1 worse on the left.' Findings suggested narrowing of the left sided central canal at the l5-s1 and the neural foramen as well as lateral recess bilaterally at this level worse on the left. Mild to moderate narrowing of l4-5 neural foramen bilaterally. Moderate central stenosis at l3-4.' At 396 days post-op, the patient underwent a revision surgery to remove the hardware, and perform a left l5-s1 foraminotomy, and explore the fusion site. Per the operative notes, the patient had an excellent fusion posterolaterally, but severe left l5-s1 foraminal stenosis. 'Due to protuberant growth of bone, the screw heads were encased in bone. The posterolateral fusion was explored, and found to be robust' once the hardware had been explanted, attention was directed to the left l5-s1 foramen. Again, this nerve root was encased in bone, of a heterotopic nature.' At 116 days post-op, the patient presented with lumbar radiculopathy. An MRI was interpreted as follows: 'disc spacer at l5/s1 projects near the dorsal levo lateral subarticular margin where previously noted heterotopic bone was identified similar to CT scan' residual heterotopic bone may be present at this location and would be better qualitated with CT scan; severe left lateral recess stenosis at l5/s1. Enhancing extradural scar tissue surrounds the thecal sac particularly at l4/l5 left more pronounced than right. No focal identifiable new disc herniation.' At 254 days post-op, the patient presented with lumbar stenosis. A CT scan was interpreted as follows: 'there is calcific or ossific encroachment upon the left side of the canal and left lateral recess at the l5-s1 level. Mild to moderate to neural foraminal narrowing bilaterally at l4-5 and l5-s1 due to degenerative changes.' At 805 days post-op, the patient presented with lower back pain. An MRI scan was interpreted as follows: 'bridging heterotopic ossification dorsal to the intervertebral disc spacer at l5/s1 similar to the CT scan... Multilevel neural foraminal narrowing' granulation tissue dorsal to the thecal sac.'

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009 the patient underwent spine fusion surgery on the lumbar region of his spine from l4 to s1 using rhbmp-2 acs from a transforaminal and posterolateral approach. Rhbmp-2 collagen sponge was placed outside the cage (in the disc space and posterolateral gutters). Patient's post-operative period was marked by a significant increase in lower back and radiating leg pain. Radiographic imaging demonstrated bony overgrowth where rhbmp-2 was implanted in patient's lumbar spine. Severe pain and symptoms ultimately compelled patient to undergo two risky, painful and costly revision surgeries, on (B)(6) 2010, and (B)(6) 2011. Patient continued to experience chronic back pain, swelling in his leg, pain radiating up into his neck and shoulders, and severe headaches. Patient experienced difficulty sitting, standing and walking, required use of a cane to assist in ambulation, and occasionally wore a back brace for added support. He was unable to stay in any one position for prolonged periods, and had extreme difficulty sleeping due to pain. Patient also suffered from bladder dysfunction, depression and anxiety, and suicide ideation. These serious injuries prevented patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he otherwise suffered serious and permanent injuries.

Manufacturer narrative:
Review of imaging studies found as follows: intraop x-ray (B)(6) 2009 shows capstone with pedicle screws l4-l5-s1, no rods inserted yet. MRI (B)(6) 2009 shows developing fusion l4-l5-s1 with solid appearing fusion within capstone but osteolysis around perimeter and seen in vertebral canal. Some stenosis developing at l3-4. (B)(6) 2010 l5/s1 foraminotomy noted solid fusion. Borderline stenosis noted at l3/4. Abundant changes of cysts and scar in ventral canal space noted. Para vertebral osteolysis about capstone has now filled in solidly with bone. Metal removed. (B)(6) 2012 solid fusion l4-l5-s1 continued vertebral canal seen with dorsal displacement of dural sac. Stenosis again noted at l3/4. Synovial cyst left l3/4.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient was pre-operatively diagnosed with lumbar disc degeneration at l4-5 and l5-s1 and underwent the following procedures: 1) l4-5 and l5-s1 transforaminal lumbar interbody fusion 2) interbody arthrodesis with 14x26 mm peek at l4-5 and 12x26 mm peek at l5-s1 3) pedicle screw instrumentation 6.5 x 50 mm at l4 and l5, 6.5 x 45 mm at s1, 50mm peek rods bilaterally; using rhbmp-2/acs plus autograft. As per operative notes,¿ a complete discectomy of each involved level was performed using a combination of curettes and rongeurs. The annulus had been previously incised in a rectangular fashion. After completion of the discectomy using scrapers, sizers were used to select a cage. The peek interbody cage was chosen to fit to the space. The cage was packed with autograft and rhbmp2/acs. The autograft had previously been collected from local bone during the decompression, and had been cleaned and morselized. The autograft and rhbmp2/acs was placed anterior to the cage prior to its placement. Copious irrigation with antibiotic solution was used throughout the case. Attention was now turned towards the pedicle screw instrumentation. Under direct live fluoroscopic vision, the pedicles of the involved levels were cannulated, tapped, and probed to ensure correct placement, and absence of breakout. Screws of appropri ate lengths were placed into the pedicles of the involved levels as described above. Appropriate length peek rods were placed and locking caps applied, with gentle compression applied. Having completed the interbody arthrodesis and pedicle screw instrumentation, attention was directed towards completion of the posterolateral arthrodesis. This was completed by decorticating the transverse processes of the levels fused as described above, as well as the lateral facet joints of the affected levels. Autograft with rhbmp2/acs was placed in the posterolateral gutters bilaterally.¿ the patient tolerated the procedure well without any intraoperative complications.